Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
He customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that insulin pump had critical pump error. The customer stated that troubleshooting was performed for the blank display as well as critical pump error. Critical pump image displayed on the screen after troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to confirm critical pump error nor perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display.